Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "10 false positives drawer a, rows a and b offline. Customer subcultured samples, determined negative and placed back in instrument to continue protocols. No erroneous reports were sent out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported "false positives" on bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer (fse) was dispatched, adjusted the voltages and the instrument is deemed functional without any error. This is an unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Complaint history for ¿results¿ was reviewed for the month of february 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "10 false positives drawer a, rows a and b offline. Customer subcultured samples, determined negative and placed back in instrument to continue protocols. No erroneous reports were sent out."